Event description:
It was reported that the pump battery does not charge. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.